Manufacturer narrative:
(B)(4).

Event description:
It was reported the stimulator was flipped, and the patient had surgery to revise the stimulator pocket. About a week after the surgery, there were coupling and/or communication issues. There were 0 coupling bars when the recharger was trying to communicate with the stimulator. Additional information has been requested, a follow-up report will be sent if additional information becomes available.